Event description:
It was reported that during a da vinci-assisted incisional hernia tar surgical procedure, there was a recoverable fault on the patient side cart (psc). The customer called the technical service engineer (tse) and stated that this fault occurred the previous day and wanted to get the system looked at. The tse viewed system logs and confirmed a 31199-error pointing to universal surgical manipulator (usm) 4. The tse also noticed multiple 31226 errors showing communication link issues between the axes controller motor (acm) and axes controller arms (aca) within usm 4. The customer stated that they did have the fault again in the morning and were able to power cycle, but there was no scheduled case with this system for the day. The customer would like the usm looked at before it becomes unusable. The procedure was completed with no reported injury. Isi has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable fault on a usm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed 31199 and 31226 errors in the logs. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported 1126 and 31226 errors were confirmed and replicated. The usm triggered 31226 and 1126 errors pointing to the axes controller arms (aca) downstream during start-up in normal mode and also failed the fiber test on the clockspring fiber. A new clockspring fiber cable was installed, and the error did not return. The 1126/31226 errors recurred after reinstalling the original fiber cable. The clockspring fiber cable was also found to be decaying. The complaint regarding a recoverable fault on a usm was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: although a usm was not disabled or abandoned after the start of the procedure and the surgeon was able to complete the procedure successfully, the reported issue was confirmed based on field evaluation and failure analysis. The usm was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.